Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing. Technical services (ts) discussed the oversensed signals could correspond to atrial flutter although there are qrs complexes at 65 beats per minute (bpm). Troubleshooting steps were also provided. In addition, provocative maneuvers were performed and noise was reproduced, similar to the noise recorded by the device. Upon manipulation of the electrode, baseline instability was also observed in primary vector. The physician decided to program therapy off for further analysis. Ts reached the local team to perform alternative lead placement screening to consider potential system repositioning as at the current stage all vectors have been explored and alternate vector is the only one available at this time. Additional information was received. The physician decided to explant the s-ICD system due to not-appropriate sensing and a transvenous system was implanted instead. The electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed approximately 68 millimeters (mm) from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found melt marks in the outer insulation, likely due to explant electro-cautery damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing. Technical services (ts) discussed the oversensed signals could correspond to atrial flutter although there are qrs complexes at 65 beats per minute (bpm). Troubleshooting steps were also provided. In addition, provocative maneuvers were performed and noise was reproduced, similar to the noise recorded by the device. Upon manipulation of the electrode, baseline instability was also observed in primary vector. The physician decided to program therapy off for further analysis. Ts reached the local team to perform alternative lead placement screening to consider potential system repositioning as at the current stage all vectors have been explored and alternate vector is the only one available at this time. Additional information was received. The physician decided to explant the s-ICD system due to not-appropriate sensing and a transvenous system was implanted instead. The electrode was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing. Technical services (ts) discussed the oversensed signals could correspond to atrial flutter although there are qrs complexes at 65 beats per minute (bpm). Troubleshooting steps were also provided. In addition, provocative maneuvers were performed and noise was reproduced, similar to the noise recorded by the device. Upon manipulation of the electrode, baseline instability was also observed in primary vector. The physician decided to program therapy off for further analysis. Ts reached the local team to perform alternative lead placement screening to consider potential system repositioning as at the current stage all vectors have been explored and alternate vector is the only one available at this time. The s-ICD remains in service. No adverse patient effects were reported.